Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a pacing threshold issue as well as oversensing of atrial activity due to dislodgement. An x-ray showed this lead was likely in the coronary sinus. The dislodgement was suspected to be due to twiddler's syndrome. This lead was programmed off, and a revision procedure may be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.